Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformance's were found. Because the device was not returned, mmd has been unable to investigate the complaint. This report will be updated when the device is returned to mmd.

Event description:
The initial reporter states that the patient had died and it was being investigated for negligence resulting in malnutrition. They did not report any problem or malfunction with the device. They stated that they believed the patients feedings were not being started and stopped as prescribed and they are requesting that the pump log be downloaded and reviewed. At this time the initial reporter has not provided any additional information about the event or the patient's death. [Complaint: (B)(4)].